Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have an imprecise motion failure. The instrument¿s grip tip was not moving intuitively when the grip input disk (#6) was manually articulating. The instrument exhibited imprecise motion. Additionally, the mcs instrument was found to have a broken grip cable at the distal idle pulley. As a result, the instrument exhibited imprecise motion when manually articulated. The distal idler pulley spun freely and did not exhibit any damage. No fragment was observed. Furthermore, the instrument was found to have scratch marks/abrasions on the instrument blades, on the edge and surface of the distal clevis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a monopolar curved scissors instrument was not working properly. Scissors cut and tilt at the same time. There was no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the procedure was completed with a new instrument.